Manufacturer narrative:
(B)(4). This complaint was confirmed during evaluation of the returned sample; however, no root cause could be determined. A visual inspection was performed with a cut in the tubing noted. Leak testing was performed with a cut in the tubing noted, at approximately 1 5/16? With sleeve in closed position. The leak was blocked manually and the sleeve was removed for verification and no further leaks were noted. A clear passage test and clamp function test were performed with no issues noted. A batch review could not be performed because the lot number was not available.

Event description:
It was reported that a patient had a leak during peritoneal dialysis (pd) therapy. It was reported that leakage from the silicone tubing of a transfer set was found during use. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The exact date of the leakage event is unknown. The sample was reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.